Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.